Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to assist with resetting the pump and confirmed that the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the customer understood and acknowledged.